Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was stuck in the rewind complete/bolus delivery loop. The loop occurred because she was attempting to bolus while in the rewind/fill tubing process. The act button on the insulin pump was not responding when she was setting up for an infusion set. Customer's blood glucose level was not reported. The device was not returned.